Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result when using the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. On (B)(6) 2021, initial test run #1712 performed on the cobas® liat® system sn (B)(4) generated sars-cov-2 positive, influenza a negative and influenza b negative. On the same day, a retest of the sample was also carried out on the same device; run #1714 generated sars-cov-2 negative, influenza a negative and influenza b negative. Although requested, it is still unknown which of the two results were reported to the patient. To date, no indication of harm or injury is alleged. Investigation is ongoing and results are not yet available.

Manufacturer narrative:
An investigation into the allegation indicates that the internal control amplification for both runs is robust with no signs of pcr suppression. Although run 1712 has moderate target amplification, the curve shape is consistent with true target amplification. There is no target amplification seen in run 1714. Furthermore, it is not clear if the alleged sample has a low titer near the limit of detection (lod) for the liat® test. Typically, samples near the lod have later cts and weaker amplification. However, viral cells may not always be homogeneously distributed in a sample. If both tests were run from the same sample collection, it is possible that one draw picked up a cluster of viral cells, while the second draw did not. Similarly, if different sample collections are used for each test, there could be variability in the amount of virus collected with each swab. Other potential causes may include cross-contamination (even though the data did not include any positive controls or high titer samples) or sample mix-up. (B)(4).